Event description:
Pt was revised to address pain, loosening of the tibia and poly wear.

Manufacturer narrative:
The products were not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported device loosening and polyethylene wear without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.